Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4) . A product sample was received for evaluation. Visual and functional testing were performed. No problems or issues were identified during this device history record review.. Two images were provided. Based on image provided, leakage can't be confirmed. There was a noticeable cracking on luer, this condition could cause leakage or another functional failure on the product. One sample unit was received with its original package opened. The samples were visually inspected at a distance of 12 inches under normal lighting to received unit. After visual inspection was performed results shown: no marks or stains were observed on tube surface, neither on reflux connector or swivel connector it was observed a crack on luer, this cosmetic issue could cause leakage or another functional fail test. Therefore, failure mode can be confirmed. Based on manufacturing procedure and failure mode reported, the technician performed a leakage test on sample provided, in order to verify if leakage can be confirmed which can be caused by cracking on luer connector detected previously in visual inspection. After test was performed to the piece, samples doesn?t pass successfully leakage test. Based on the leak test results, the reported nonconformance was confirmed. Based on the sample provided, analysis conducted on physically evaluation, trend analysis for this failure mode in complaints, root cause can be determined as supplier item fault. Notification of the complaint was submitted to supplier on jan/22/2021 to be aware of the issue. Supplier corrective action request (scar) submitted to supplier luer connector this was submitted to supplier on 27-nov-2020. Supplier was notified about the issue reported for broken component, lot number reported showed that pieces were built with lot number raw material with manufacturing date on april 2019. Based on manufacturing date, this action can be assigned to this complaint. Reported lot (raw material) was manufactured before the corrective actions above.

Event description:
It was reported the device was being checked prior to use and a crack was found at the connector. No patient involvement reported.